Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reported condition was not confirmed. However, during evaluation, it was noted that the adapter was unable to recognize the presence of an attached reload and the switch had three cracked solder joints. The switch was bowed. Inconsistent reload recognition can be caused by a malfunctioning switch as result of bowing or compromised solder joints. This condition can result from the following: improper solder operation at the vendor location; improper assembly of the sealed switch to the mma board at the vendor location; or improper soldering during assembly. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter there was an issue during assembly of handle and adaptor .there was no contact with patient. During troubleshooting there was bizarre noise in handle motor and roticulation of adapter. There was no unanticipated tissue loss. There was no tissue damage as a result of this problem. There was no unanticipated extension of the incision by more than one inch. No unanticipated blood loss of 500 cc's or more. Surgical time was not delayed by more than 30 minutes due to the product problem. No device fragment or component falling into the patient's cavity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.